Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the health care professional (hcp) reports being unable to interrogate this implantable cardioverter defibrillator (ICD) device, repeated getting out of range telemetry message. No adverse pt effects reported.